Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue .upon electrical testing, no indication of conductor fractures and internal shorts were observed. No anomalies were found upon visual and x-ray examination.

Event description:
It was reported that the patient presented for a pacemaker implantation on (B)(6) 2023. During the procedure, the right atrial lead (ra) was not pacing in the patient's heart atrium and subsequent attempts to replace the position of the leads did not produce better results. The physician does not believe that this matter is related to the patient. The lead was not used and was replaced. The patient was in stable condition.